Manufacturer narrative:
(B)(4). This lot was manufactured from january 26, 2015 ¿ january 28, 2015. The device was received for evaluation. During visual inspection fluid was observed within the overpouch due to the blue winged luer cap being loose. The blue winged luer cap was tightened and the device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked prior to infusion. The infusor was filled with 3000 mg of desferrioxamine in 40 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.